Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon I 20ga 1.0 mm x 32mm had the needle disconnect. The following information was provided by the initial reporter: "while insertion stylet was detached from hub and band into patients vein patient got swelling and redness at the area of insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-02. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) venflon I from lot # 1183770 product # 391592 with the reported issue that ¿while inserting stylet, it was detached from hub and bent into patient¿s vein. Patient got swelling and redness at the area of insertion¿. The DHR of material number 391592 and lot number 1183770 was checked and no quality notification was recorded on this lot. One sample and four photographs were received from the customer and were used for investigation of the reported defects of irritation/inflammation . The investigation team also used retention samples of material code 391592 and lot number 1183770 for investigating the reported defect of irritation/inflammation. The investigating team has tried to determine the root cause of the irritation/inflammation as reported by the customer. There is no other complaint on this lot for irritation/inflammation reported by any other customer. Irritation/ inflammation can also be caused due to many other factors which could be subjective to the patient condition and other medications that the patient has been prescribed. There was no visual test to confirm or unconfirmed the complaint of irritation/inflammation as reported by the customer. There are no conclusive findings available on the reported defect of irritation/information. The investigating team has tried to determine the root cause of the irritation/inflammation as reported by the customer. The DHR was reviewed to check for the sterility tests done on this lot and found that all the sterility tests performed on this lot was successfully passed and there is no breach on the sterilization of this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported bd venflon I 20ga 1.0 mm x 32mm had the needle disconnect. The following information was provided by the initial reporter: "while insertion stylet was detached from hub and band into patients vein patient got swelling and redness at the area of insertion."